Event description:
The reporter stated the surgeon inserted a 13.2 mm micl 13.2 implantable collamer lens and the lens tore. The lens was removed within the same surgery with no patient injury, no enlarged incision or sutures. The backup lens was implanted with no problem.

Manufacturer narrative:
Evaluation: results: a lens work order search was performed and no similar complaint was found.